Manufacturer narrative:
Event site telephone: (B)(6). Event site address: (B)(6). Event site name: (B)(6). Event site postal code: (B)(6).

Event description:
It was reported that during equipment testing, the cs100 intra-aortic balloon pump (iabp) was shutting down immediately after powering on. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue occurred only when using battery power, when using ac power the unit could be turned on and used. The battery was either dead or had not been replaced in time and failed due to age. The hospital¿s equipment department decided to resolve this issue on their own.